Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend incorrectly. Blood glucose level at the time of the incident was 124 mg/dl. Sensor glucose level at the time of the incident was 67 mg/dl; limit was set to 60 mg/dl. The insulin pump was not replaced or returned for analysis.